Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the when the analyzer was in use with a programmer, the programmer would suddenly switch off. The analyzer passed all incoming functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the analyzer was in use with a programmer, the programmer would suddenly switch off. The analyzer was replaced and the issue was resolved. The analyzer has been returned for service. No patient complications have been reported as a result of this event.